Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed as a communication error code, e224, caused by faulty cable/connector. A DHR review was completed, and no issues were identified. A definitive root cause cannot be identified. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Based on the investigation, no nonconformances were found related to this complaint. No further escalation is required. The instructions for use provides the following: before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If this camera head malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Warning- using a camera head that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage." Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that when the 4k camera head was plugged in a communication error e224 displayed on the screen. The problem occurred during preparation for use/prior to sedation. There were no reports of patient harm.